Event description:
A surgeon reported lack of "phaco power" during surgery. The pt experienced an anterior chamber collapse. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and no problems were found. The company rep verified that phaco aspiration and phaco power appear normal. The company rep verified with two nurses that the system has been priming and tuning successfully. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).